Event description:
It has been reported to the co that the ptca guidewire was inserted into right arm for an intervention to the atrioventicular graft. Post procedure, upon removal the wire broke in the right arm. Tried to retrieve the wire with no success. During retrieval procedure, pt suffered a stroke. Started on medication with great results. Transferred to intensive care unit, few hours later, pt deteriorated. CT scan revealed large blood clot to head, transfered to another facility for surgery. No further info on the pt's condition is known.